Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted as of the present. A call places to technical services on 04/20/2018 stating that there was a ventricular pacing on the electrogram which does not appear to have any deflection on the electrogram channel. There was also a fusion marker along with that marker. The patient had a complete heart block. The threshold was about 1.6v with autocapture. No symptoms were noted. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).